Event description:
A malfunction was reported on a pump by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The malfunction code, identified as malf 12, was resolved by providing the caller with pump reset information and assistance from technical support. After resetting, the malfunction did not recur, allowing the customer to continue using the pump, and the caller was advised to report any recurring issues.